Event description:
Stryker s3 beds: we have noted the sheet metal panel under the foot end 2of the mattress has been found bent with sharp tears to the metal. Biomed has had to file and straighten the sheet metal, however we feel this is unacceptable and potential rusted metal could lead into an infection control problem.